Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 (medical device problem code). Section b5: additional event information received on 02-jun-2025 indicated that prior to this coil, other coils had been used with no issue. There was no blood flow restriction/reduction as a result of the event. It was noted that ¿some resistance/friction was encountered¿. The procedure was delayed by 20 minutes due to the event; however, the procedure prolongation did not result in a patient adverse consequence. Treatment was to a gastrointestinal hemorrhage. Additional event information was received on 17-jun-2025 confirming that the resistance/friction encountered was during the advancement of the coil. The resistance required removal of the marvel microcatheter and replaced. Based on this new information, the medical device problem code "difficult to advance (B)(6) was added to the report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a healthcare professional, during a coil embolization, after the user approached the target lesion with using marvel microcatheter, the galaxy g3 xsft 3mm x 4cm coil (glx120304, 30975598) was inserted into the microcatheter (mc). The galaxy g3 xsft got stuck and unraveled during use. There was no negative impact to the patient. A continuous flush was done. Additional event information received on 26-may-2025 confirmed that the coil was unraveled inside the microcatheter. No additional information is available.

Manufacturer narrative:
Manufacture ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30975598 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.